Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor, the unit's screen started flashing and then shut off. When asked, the biomed stated that he did not know if the device has ever been serviced or if the battery has ever been changed. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported. It is unknown at this time if the device will be returned.